Event description:
An error appeared on the display when customer was performing procedure on patient. The customer rebooted the system a couple of times and was unable to restart fluoro to finish procedure. Since customer was unable to complete study, patient was removed from the table and was in the middle of transferring patient to another lab when the patient `coded' and was unable to be revived.